Event description:
The patient experienced a severe allergic reaction to the adhesive while wearing the pod for more than 48 hours. The infusion site (arm) was reported to be painful, with bleeding, scarring, and hardened skin. The patient was treated with a nasal allergy spray applied to the infusion site. No impact on the patient's glucose level was reported. A new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone18.2 cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.